Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to vegetation on the lead. Additional information indicated that the patient had infection. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.